Manufacturer narrative:
The t:slim g4 pump user guide states: your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Blood glucose (bg) level was 350 mg/dl. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Additionally, it was reported that multiple occlusion alarms occurred. The customer cleared the alarms and resumed insulin deliveries. Bg level was 384 mg/dl. Tandem technical support guided the customer through adjusting the pump volume settings for these alarms.